Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), cardiac disorder ("blood/heart disorder") and blood disorder ("blood/heart disorder"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, cardiac disorder and blood disorder outcome was unknown. The reporter considered abdominal pain, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2011 now it is reported (B)(6) 2011. Plaintiff received treatment for pelvic pain, abdominal pain, chronic pain, dysmenorrhea, dyspareunia, menorrhagia, metrorrhagia, blood/heart disorders, genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : previously reported event of "injury nos" was replaced with "pelvic pain". New events added-" dysmenorrhea, abdominal pain, dyspareunia, metrorrhagia, blood disorder, heart disorder, gen. Abnormal bleed". Reporter¿s information and patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain/pain') in an adult female patient who had essure (batch no. 808912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced hot flush ("hormonal changes describe: hot flashes") and depression ("psychological or psychiatric problems condition: depression/emotional changes"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vision blurred ("vision/eye problems type: blurred vision"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleed"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), cardiac disorder ("blood/heart disorder"), blood disorder ("blood/heart disorder") and mood altered ("emotional changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, cardiac disorder, blood disorder, vaginal haemorrhage, hot flush, migraine, depression, fatigue, vaginal discharge, vision blurred and mood altered outcome was unknown. The reporter considered abdominal pain, blood disorder, cardiac disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, menorrhagia, metrorrhagia, migraine, mood altered, pelvic pain, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2011 now it is reported (B)(6) 2011. Plaintiff received treatment for pelvic pain, abdominal pain, chronic pain, dysmenorrhea, dyspareunia, menorrhagia, metrorrhagia, blood/heart disorders, genital bleeding. As per current pif essure was not removed (discrepancy noted in essure removal) right: 4 coils left:1 coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion status post successful placement of essure device with occlusion of both fallopian tubes. No abnormality of the endometrial cavity is seen.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-nov-2020: pfs and mr received. Reporter information were added. Patients lab data was added. Patient details were added. Device information was added. Concomitant medications were added. Event onset date for the events "bleeding: menorrhagia (heavy menstrual bleeding), pelvic pain/chronic pain/pain" was added. Events "abnormal bleeding (vaginal), hormonal changes describe: hot flashes, migraines,/headaches, psychological or psychiatric problems condition: depression/emotional changes, fatigue, vaginal discharge and vision/eye problems type: blurred vision" were added. Rcc added. Seriousnes's criteria (medically significant) of event genital hemorrhage was removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain/pain') in an adult female patient who had essure (batch no. 808912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced hot flush ("hormonal changes describe: hot flashes") and depression ("psychological or psychiatric problems condition: depression/emotional changes"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vision blurred ("vision/eye problems type: blurred vision"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleed"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), cardiac disorder ("blood/heart disorder"), blood disorder ("blood/heart disorder") and mood altered ("emotional changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, cardiac disorder, blood disorder, vaginal haemorrhage, hot flush, migraine, depression, fatigue, vaginal discharge, vision blurred and mood altered outcome was unknown. The reporter considered abdominal pain, blood disorder, cardiac disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, menorrhagia, metrorrhagia, migraine, mood altered, pelvic pain, vaginal discharge, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2011 now it is reported (B)(6) 2011. Plaintiff received treatment for pelvic pain, abdominal pain, chronic pain, dysmenorrhea, dyspareunia, menorrhagia, metrorrhagia, blood/heart disorders, genital bleeding. As per current pif essure was not removed (discrepancy noted in essure removal) right: 4 coils left:1 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion status post successful placement of essure device with occlusion of both fallopian tubes. No abnormality of the endometrial cavity is seen.. Lot number: 808912 manufacturing date: 2010/12 expiration date: 2013/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.